Manufacturer narrative:
Event was reported to have occurred on an unreported date in late june. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further specified as the patient was "too tired and broke aseptic technique". It was reported that the patient was hospitalized for the event and was treated with cephalosporin (intraperitoneal, dose, frequency and duration were not reported) and unspecified antibiotic anti-inflammatory injection (dose, route, frequency and duration were not reported) for peritonitis. It was reported that the patient was prescribed cephalosporin as anti-inflammatory drug to continue to use. The same day as receipt of this report, the patient was discharged from the hospital and was not recovered from the event. Action with pd therapy was not reported. It was not reported if the patient was retrained on the proper aseptic technique. No additional information could be provided as the reporter decline for follow up.